Manufacturer narrative:
The event date was not reported so the aware date was used as an estimate.

Event description:
It was reported that a patient death occurred. It was reported via social media that the patient underwent the watchman left atrial appendage closure procedure, but did not have the device implanted due to their anatomy. One day post procedure the patient had a cerebral vascular accident. The patient returned to the hospital and then was sent to rehabilitation before returning home. The patient then ultimately passed away.